Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 143cm sterling balloon catheter was selected for lesion dilatation. During the first inflation attempt, the balloon ruptured. The affected device was removed from use and the procedure was completed using a different device of another manufacturer and size. No patient complications were reported, and the patients condition is stable as a result of this event.